Event description:
Note: this report pertains to the first of three devices that reportedly malfunctioned during the same procedure. Refer to associated MFR report #s 3005099803-2009-03817 and 3005099803-2009-03820. It was reported to boston scientific corp in 2009, that two c.r.e. Esophageal/pyloric wireguided balloon dilatation catheters and an alliance ii integrated inflation system device were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the physician attempted to do an esophageal dilation. The first cre balloon burst inside the pt, no part of the balloon detached. The second cre balloon would not inflate inside the pt. The third device was a syringe. The needle on the pressure reading gauge passed the 12 atm marker instead of reading below the zero marker. The procedure was completed using a third c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Failure to inflate. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.